Manufacturer narrative:
(B)(4). The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Healthcare professional reported "findings possibly related to contracture of the silicone implant on the right", "minimal lamina liquid is identified surrounding both implants", and "slightly lobulated contours." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional updated right capsular contracture to baker grade IV. The device has been explanted.